Event description:
The trilogy evo ventilator was returned to the manufacturer for annual maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error code e-162 (active exhalation control module failure) was found in the ventilator's downloaded error log. The device's 3 way solenoid valve, muffler assembly and flow sensor were replaced to address the issue.